Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead dislodged after the patients arm moved. The lead was found in the tricuspid valve and was revised on (B)(6) 2016.